Manufacturer narrative:
The sodium electrode lot number is p7441. Calibration was last performed on 13-dec-2023. The qc recovery data provided was acceptable. The alarm trace showed multiple sample clot and sample aspiration alarms. The field service egnineer (fse) used new qc material to run qc successfully and adjusted the washer insulation. Ise checks and calibration were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 130 mmol/l. The doctor questioned the result and the sample was repeated. The sample was repeated on another pro ise analyzer and the repeat result was 138 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.